Event description:
A ventilator service request was made to the manufacturer. There was no harm or injury reported. During the evaluation of the device by the manufacturer's field service engineer, the device failed a step during testing. The device's 3-way solenoid valve needs to be replaced to address the issue.